Event description:
Two hundrend twelve days following a coronary artery drug eluting stenting treatment procedure, a target vessel re-intervention (tvr) event occurred. The initial index procedure treated 1 lesion located in the prox cx using a 3.5 x 8mm taxus express2 stent. Lesion was denovo, post angioplasty restenosis, 90% stenosis, no calcification or tortuosity. Pre-dilation was performed. Pt was discharged 1 day following index procedure. Asa and plavix were prescribed. Tvr poba in prox cx occurred 212 days following index procedure. Relationship to study stent is probable. Characteristics of restenosis are in-stent focal stenosis. Pt was discharged 3 days following tvr.